Event description:
According to the reporter, during a thoracoscopic right upper lobectomy, during pulmonary artery resection, after separating the pulmonary artery, the jaws could not be opened and there was difficulty on retracting the knife blade. The powered handle was restarted using a powered approach, but no improvement was seen. A manual adapter tool was used, but the rotation was not possible. After that, the jaws were able to be released, but the surgeon decided to discontinue the use of the powered stapler. A manual stapler was used to complete the case. There was no patient injury.

Manufacturer narrative:
D.10. Concomitant products: sigadaptshort sig power sigadaptshort lin short adapt, (serial# (B)(6)); sigmret sig power sigmret manual retract tool (lot#c7f7401x); sigmret sig power sigmret manual retract tool, (lot#c7f7401x); sigsds30ctvt sigsds30ctvt 30mm vasculr/thn shrt sd CT, (lot# unknown); sigpshell sig power sigpshell control shell, (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.